Event description:
Event description boston scientific received information that three months after implant this patient had an av nodal ablation performed. After the procedure, this right ventricular lead exhibited loss of capture and high thresholds. A revision procedure was scheduled, and the lead was removed and replaced. No adverse patient effects were noted.